Manufacturer narrative:
In the initial MDR, at the time of reporting the customer indicated that the complaint product was discarded. It was learnt later that the product has returned and visual testing has been completed. Based on receiving new information, the following fields have been updated accordingly. Method code 1: 10, results code 1: 114, results code 2: 213, conclusions code 1: 18. Device evaluation: the product was returned to the manufacturing site. The pcb00 was observed under microscope (10x) and the plunger was observed in advanced position. Viscoelastic residues were not observed in the device. Dfu states to completely fill the viewing window with ovd. The lens was observed stuck at the loading zone at the beginning of the cartridge tube, with the pushrod overriding the lens. This condition could be caused due to no viscoelastic observed. The complaint as stuck in cartridge was verified, iol partially delivered was not verified. A product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced within the initial procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced within the initial procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) back haptic was stuck when inserting into the patient's eye. There was no medical/surgical intervention required and the patient is fine post operatively. The customer indicated that the lens was discarded. No further information was provided.